Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg) the ipg exhibited high thresholds at the first position and would not capture when repositioned to another position. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.